Manufacturer narrative:
Product complaint # (B)(4).  This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation: int urogynecol j.2020; 31(12): 2595¿2602.doi:10.1007/s00192-020-04396-0. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (ethibond extra & excel polyester suture and prolene polypropylene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Patient demographics? Adverse events related to the prolene polypropylene mesh reported via mw # 2210968-2021-08566.

Event description:
It was reported in a journal article with title: long-term mesh complications and reoperation after laparoscopic mesh sacrohysteropexy: a cross-sectional study. This study is aimed at determining the incidence of mesh-associated complications and reoperation following this procedure. Women who underwent laparoscopic mesh sacrohysteropexy between february 2007 and september 2018, this involves the use of a bifurcated polypropylene mesh wrapped around the cervix through broad ligament windows and secured anteriorly with non-absorbable sutures (ethibond excel¿; ethicon) and prolene¿ mesh (ethicon, somerville, nj, USA). Reported complications included pain, vaginal discharge, bladder symptoms, bowel symptoms. Patient 2, a (B)(6) years old female experienced acute small bowel obstruction. In conclusion this study provides a large, patient-reported dataset offering a pragmatic insight with respect to the wider context of other forms of available evidence on the safety and efficacy of mesh-augmented sacrohysteropexy.